Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of visual disturbances, stroke, and thrombosis may occur during this type of procedure and as listed in the product instructions for use, these are known observed and potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011 the patient underwent the implantation of the xact stent in the right internal carotid artery. On (B)(6) 2011 the patient was re-admitted for monocular vision changes with right eye pain. The right eye pain improved after administration of timolol eyedrops (indicated for glaucoma), but the altered vision continued. The patient was also started on lovenox injections. On (B)(6) 2011 a carotid doppler found thrombosis in the rica stent; however, it was managed medically. The CT scan of the head did not find any acute intracranial process. The patient was discharged home on (B)(6) 2011 with improvement in symptoms. On (B)(6) 2011, the patient was re-admitted after suffering a fall on to her chest resulting in subsequent neck and muscle pain. The patient was also found to have significant neurologic deficit with weakness, altered mental status and facial droop that resolved within thirty minutes. Carotid doppler on (B)(6) 2011 found the rica xact stent to be patent. CT angiogram of the head on (B)(6) 2011 showed a possible infarct in the right temporal region. On (B)(6) 2011, a right carotid endarterectomy was performed and the xact stent was explanted. After cea, the patient was noted to be neurologically intact. The patient was discharged home on (B)(6) 2011. There was no additional information provided.